Event description:
It was stated that the customer was hospitalized for diabetic. Unable to troubleshoot during the call as the customer's mother was just trying to get assistance with the infusion set change and the customer was in the rest room vomiting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.